Event description:
The customer reported the system error message "no camera". They were unable to take an xray.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep order parts, then removed and replaced the ccd camera, and performed calibration. The system operates as intended.